Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient was treated for venous insufficiency in the gsv with 1.9cc of vena seal adhesive. Two segments (50cm lesion) were treated and the vein closed without incident. At a follow up visit a 6-7 mm thread of adhesive extending into the common femoral vein was observed. The patient had a cardiac echo with bubble study to rule out patent foramen ovale and will have three monthly monitoring for a year to ensure no progression. In addition, the patient is taking xarelto (blood thinner) for a flight. The patient is not a high risk for vte (venous thromboembolism).

Manufacturer narrative:
Additional information received: catalogue number was confirmed as sp-101. If information is provided in the future, a supplemental report will be issued.